Event description:
Catheter triggerd overload on motor drive unit of the ep lab's galaxy ivus machine. Biomed analysis showed abnormal catheter vibration, and the catheter shaft was bent. There was no harm to the pt during this incident. The catheter was replaced during procedure and a different galaxy machine was used as well. These corrections were taken before biomed staff, analzyed the equipment.